Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery test fail alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to missing battery tube spring. Unable to confirm failed battery test or perform the self test, unexpected restart error test, displacement test and operating currents measurement due to blank display anomaly.